Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that an alarm did not occur when it should have at their philips information center ix (pic ix).the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips response center engineer (rce) reached out to the customer for further information. The customer was not able to provide further information. The rce followed-up with the customer, and was advised to check with clinical staffs if they have encountered any issues with alarms. The customer informed the rce that no other issues have been reported. H3 other text : insufficient information was provided by the customer on the reported issue. The customer stated that no other issues have been reported. No further investigation or action is warranted at this time.

Event description:
The customer reported that an alarm did not occur when it should have at their philips information center ix (pic ix).the device was in use on a patient. There was no report of patient or user harm.